Event description:
The customer reported approximately one milliliter of cleaner reagent fluid leaked from the blood sampling valve (bsv) area and onto the table top during system startup involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The laboratory has an exposure control/risk management plan in place. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the instrument. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed, during system test, the differential mixing chamber and the vent waste chamber (vc3) were not draining properly. The fse replaced the tubing through the pinch valve vl40 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).